Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011; inratio: 3.7; lab: 3.0. Date: (B)(6) 2011; inratio: 1.5. Pt's target therapeutic range is 2.0-3.0. Results were done side by side on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.